Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of burnt connector was found. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.